Event description:
The pt stated that he was giving himself a bolus and noticed a split in the infusion tubing at the luer lock. He stated he changed the tubing and his blood glucose was not affected. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.